Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels decreased to 47 mg/dl while wearing the pod. The patient reports feeling confused. As treatment, the patient drank a liter of orange juice. Once the paramedics had arrived they gave the patient crackers and peanut butter. In addition the paramedics changed some settings on the patients personal diabetes manager (pdm). No additional information is available as to this event.